Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: g1(contact person), h10. Type of investigation not yet determined: (10/213) a getinge field service engineer (fse) was dispatched to evaluate the iabp, but was unable to reproduce the reported issue. However, the fse found that there were leak warning entries in the log files. The unit ran for 24 hours with a test balloon and trainer and did not have any error messages or log entries for that time period and it was suspected that the issue was with the iab (maquet 50cc mega 8fr, s/n:(B)(6)). The fse completed a full system test (calibration, functionality, and safety checks), all tests passed to factory specifications. Unit was returned to the customer and released for clinical use.

Event description:
N/a.

Manufacturer narrative:
Type of investigation not yet determined: (4118) a supplemental report will be submitted upon receipt of additional information or completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6) medical center.

Event description:
It was reported that during use on a patient, a cardiosave intra-aortic balloon pump (iabp) was leaking water every two hours. It was later reported that the patient was switched to a cs300 iabp. The cs300 iabp gave the error message of "leak in iab circuit." No patient harm, serious injury or adverse event was reported. This report is for the replacement/cs300 iabp with the reported leak in iab circuit error message. The cardiosave and the iab catheter used in this event are being reported on separate mdrs.